Event description:
Info received indicates when the head section is lowered it will go back up on its own.

Manufacturer narrative:
The tech replaced the left and right gas springs to repair the stretcher.